Manufacturer narrative:
Date of event: unknown. If explanted, give date: not applicable as the lens remains implanted. All pertinent information available to the manufacturer has been submitted.

Event description:
A female patient reported receiving bilateral implants with zlb00 intraocular lenses (iols) a few months ago and she loves them. The only problem is the halos while driving at night. She commented that her vision is definitely as good as it was right after surgery. Follow-up with the clinic confirmed that the patient is complaining of halos at night, but the physician has no plans on explanting the lens. The patient was given very minimal prescription glasses to help with the halos. This lens will capture the lens implanted on the right eye. A separate MDR report will be filed for the left eye. No further information was provided.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation as the lens remains implanted. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.